Manufacturer narrative:
Additional info was requested and not received. The device history records for the injected belotero balance lot were reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. Patient info is confidential.

Event description:
This spontaneous report was received from a patient. The patient was injected with belotero balance on (B)(6) 2014 on both eyes in the crows' feet by dr. (B)(6) without any reported issues. At the beginning of (B)(6) 2014, the patient developed allergic reactions defines a tiny red pimples (size of tip of ball pen) around the edge of upper and lower eye lids to be swollen and/or eye bags; it goes away after 2 to 3 days, but old one goes away and new one continue to appear. The patient also reported having mild headaches. She reported no other treatment or new make-up or new skin care routine was used on her face since (B)(6) 2014. On (B)(6) 2014, the patient provided additional info, "because I was traveling between countries in asia, I wasn't able to go to a doctor sooner. Finally I went to an eye doctor in taiwan yesterday. After eye examine, he prescribed sinomin oph soln 4% (sulfamethoxazole) and flumetholon oph susp 0.1% (fluorometholone) to use for one week. On (B)(6) 2014, in response to inquiry on the antibiotic use, the patient responded, "belotero is not available in (B)(6), the doctors doesn't know about it, they are giving me what they think can help me". The antibiotic was provided by an ophthalmologist. Per patient," the ophthalmologist gave me what he thinks can help me based on what he saw from examine my eyes. He didn't explain the reason of each medication to me". She also stated she saw a dermatologist who provided additional medications to treat "the allergy symptoms". Her diagnosis is, "eczema/allergic dermatitis/contact dermatitis (generalized). The patient has skin rash on eyelids, face and limbs on (B)(6) 2014. No response to previous treatment. The patient also has, "itching skin eruption over the same said area. Multiple well-defined erythematous plagues on the said area".